Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr snapped the connector in and was able to calibrate the epgs unit without issue. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
A field service rep (fsr) reported that during field service installation (non-clinical activity) of the device, the male connector was not snapped in to the oxygen (o2) sensor on the electronic pt gas system (epgs). Since the event occurred during field service installation, there was no pt involvement.